Manufacturer narrative:
Initial trend analysis for lot 61207 was conducted, no malfunctions were found. This is the only complaint for lot 61207. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that most of the pn from box of item 831061 lot 61207 are bent prior to use. User does not have any pn remaining for testing.

Manufacturer narrative:
Retained lot samples for pen needle lot 61207 were tested for bent needles during assembly, no abnormalities were found during testing.

Event description:
End user reports that most of the pn from box of item 831061 lot 61207 are bent prior to use. User does not have any pn remaining for testing.